Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date 3 years ago, the patient began treatment with dianeal 1.5%. On an unreported date, approximately a month and a half prior to this report, the patient also began treatment with extraneal therapy intraperitoneally (ip) for kidney failure. On an unreported date, the patient had break in aseptic technique further described as "something about touching and connecting the tubes and skin contact due to patient not following proper aseptic technique." On an unreported date, due to terrible pain, the patient couldn't eat. It was reported that the patient felt nauseous since starting on extraneal. Two weeks prior to receiving this report, the patient was diagnosed with and hospitalized for bacterial peritonitis manifested by very bad stomach pain. The patient was treated with ceftazidime and cefazolin (routes, doses, and frequencies not reported). Concomitant medication was not reported. Dianeal and extraneal therapies were ongoing. The cause of the peritonitis was the break in aseptic technique. One day after admission, the patient was discharged from the hospital. On an unreported date, the patient recovered from the events of could not eat and bacterial peritonitis. At the time of this report, the patient had not yet recovered from the event of nauseous. On an unspecified date, the patient was retrained in proper aseptic procedure for pd therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The root cause of the use error was undetermined. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.